Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 845 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness and throwing up. The patient was unaware with what they were treated with, since they were unconscious during the event but did wake up and noticed they were receiving intravenous therapy (unknown). The patient was released 5 days after the event occurred. The pod was still on when they sought medical attention but was removed in the hospital.